Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 75-90mg/dl. Customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015. Produced results of 93mg/dl and 87mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/26/18 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:115mg/dl fasting:yes. 2:116mg/dl fasting:yes. 3:lomg/dl fasting:yes. 4:117mg/dl fasting:yes. 5:70mg/dl fasting:yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of lo blood glucose test results. Expected fasting blood glucose test result range is 75-90mg/dl customer feels well and did not observe any symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 93mg/dl and 87mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/26/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory : 115mg/dl fasting:yes, 116mg/dl fasting:yes, lomg/dl fasting:yes, 117mg/dl fasting:yes, 70mg/dl fasting:yes. Adverse event not reported.